Event description:
This complaint has been evaluated based on the information provided. It was reported that the counterbalance was not sufficient and the tube descended downward when turning the system off. While there is no allegation of death or serious injury in this specific case, similar events involving this issue have resulted in serious injury in the past. Therefore, this issue has been determined to be a reportable event.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the complete of the investigation. Internal cross reference: complaint (B)(4).